Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurring overnight blood glucose (bg) drops, with bg falling from 107 mg/dl to 71 mg/dl and treated with glucagon. The user frequently pauses the ilet overnight to prevent lows. Review showed consistent nighttime drops and morning spikes. Additional training was scheduled for support. Lowest blood glucose (bg) recorded was 71 mg/dl, and highest was 233 mg/dl. Bg was corrected by corrective insulin for the high bg and glucose shot for the low bg. The user's reported symptoms during the event included feeling heavy during the low. No medical intervention was reported at the time of call.